Event description:
It was reported that the insulin pump had the top of its reservoir compartment break off, which the customer noticed during an infusion set change. The blood glucose reading was 94 mg/dl. The customer stated that she saw a crack about 0.5 inches near the top of the reservoir area as well. She stated that the damage had occurred when she was inserting a reservoir during the set change. She also reported seeing discoloration on the insulin pump when the insulin pump had first been taken out of its packaging. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.